Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (batch no. L2843-inv, 709957) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included obesity. Concurrent conditions included pelvic adhesions, ovarian cyst, intestinal obstruction, peritonitis, intra-abdominal bleeding, acute respiratory failure, hypoxemia and polyp. Concomitant products included amfetamine (amphetamine), hydrochlorothiazide, lisinopril, prednisolone and trazodone hydrochloride (desyrel). In 2010, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine") and headache ("headaches"). In january 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dermatitis allergic ("allergy: rash/skin condition") and psychological trauma ("psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / right abdomen pain"), visual impairment ("vision problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychiatric disorder: not specified"), eye inflammation ("eye/ vision problems: eye inflammation"), eye infection ("eye problems/ vision: eye infection"), pain in extremity ("right leg pain / right arm pain") and arthralgia ("right hip pain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Unilateral)). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, intestinal perforation, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, weight increased, visual impairment, cystitis, urinary tract infection, vaginal infection, mental disorder, eye inflammation, eye infection and pain in extremity outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dermatitis allergic, device breakage, dyspareunia, eye infection, eye inflammation, fatigue, headache, intestinal perforation, mental disorder, migraine, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia,rash/skin condition,psych injury, breakage,psych injury,bladder problems., urinary problems, fatigue, hair loss, migraine, headaches, weight gain, vision problem. Discrepancy noted in date of insertion (B)(6)2010 and (B)(6)2005. Current weight 180 lbs. The coil was released and a total of 9 coils were showing on the uterine side of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Lot number l2843 is not valid. Lot number: 709957 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. L2843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included obesity. Concomitant products included amfetamine (amphetamine), hydrochlorothiazide, lisinopril and prednisolone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / right abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine "), headache ("headaches"), visual impairment ("vision problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychiatric disorder: not specified"), eye inflammation ("eye inflammation"), eye disorder ("eye problems"), pain in extremity ("right leg pain / right arm pain") and arthralgia ("right hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, weight increased, visual impairment, cystitis, urinary tract infection, vaginal infection, mental disorder, eye inflammation, eye disorder, pain in extremity and arthralgia outcome was unknown and the pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dermatitis allergic, device breakage, dyspareunia, eye disorder, eye inflammation, fatigue, headache, mental disorder, migraine, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia,rash/skin condition,psych injury, breakage,psych injury,bladder problems., urinary problems, fatigue, hair loss, migraine, headaches, weight gain, vision problem. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2005 current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- bladder infection, urinary tract infection, vaginal infection, psychiatric disorder: not specified, vision problem, eye inflammation, eye problems, right leg pain / right arm pain, right hip pain. Reporter, concomitant drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (batch no. L2843, 709957) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included obesity. Concurrent conditions included pelvic adhesions, ovarian cyst, intestinal obstruction, peritonitis, intra-abdominal bleeding, acute respiratory failure, hypoxemia and polyp. Concomitant products included amfetamine (amphetamine), hydrochlorothiazide, lisinopril, prednisolone and trazodone hydrochloride (desyrel). In 2010, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine") and headache ("headaches"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dermatitis allergic ("allergy: rash/skin condition") and psychological trauma ("psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / right abdomen pain"), visual impairment ("vision problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychiatric disorder: not specified"), eye inflammation ("eye/ vision problems: eye inflammation"), eye infection ("eye problems/ vision: eye infection"), pain in extremity ("right leg pain / right arm pain") and arthralgia ("right hip pain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, intestinal perforation, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, weight increased, visual impairment, cystitis, urinary tract infection, vaginal infection, mental disorder, eye inflammation, eye infection and pain in extremity outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dermatitis allergic, device breakage, dyspareunia, eye infection, eye inflammation, fatigue, headache, intestinal perforation, mental disorder, migraine, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia,rash/skin condition,psych injury, breakage,psych injury,bladder problems., urinary problems, fatigue, hair loss, migraine, headaches, weight gain, vision problem. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2005. Current weight 180 lbs. The coil was released and a total of 9 coils were showing on the uterine side of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs , mr and social media received. Lot number added. New event "intestinal perforation" added. New reporters, plaintiffs information added. Past medical history and concomitant conditions, drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("allergy : rash/skin condition"), skin disorder ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("other injuries/symptoms :fatigue"), alopecia ("other injuries/symptoms :hair loss"), migraine ("other injuries/symptoms :migraine"), headache ("other injuries/symptoms :headaches") and visual impairment ("other injuries/symptoms: vision problem") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, weight increased and visual impairment outcome was unknown and the pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dyspareunia, fatigue, headache, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia,rash/skin condition,psych injury, breakage,psych injury,bladder problems., urinary problems, fatigue, hair loss, migraine, headaches, weight gain, vision problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events abdominal pain, dyspareunia, rash, rash/skin condition, breakage, psych injury, bladder problems, urinary problems, fatigue, hair loss, migraine, headaches, weight gain, vision problem, she did not underwent for confirmatory test were added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.